Event description:
The pt was admitted to the hospital for a new right ventricular defibrillator lead and implantable cardioverter-defibrillator (ICD) generator change. The generator was a medtronic marquis device for which an alert had been posted secondary to the possibility of sudden battery depletion. The pt was having pain and felt heat over the ICD site. He immediately placed a magnet over the device and heard no tone. This pacemaker generator had been implanted in 2003.